Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set, and had the patient cycle power to clear the error and end the therapy. Gts advised the patient to start over with new supplies. Gts further advised the patient that extension lines have to be connected prior to priming, and unused supply lines need to be clamped off as the patient explained they connected the extension line before priming and had two open supply lines. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was air being sucked into the disposable because there was an open clamp on the unused supply line. The lot information was unknown; therefore a batch review was not performed. A review of the labeling reveals the homechoice apd systems at-home guide was found to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).